Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the device cut and did not deliver any staples.

Manufacturer narrative:
(B)(4). Device retained by risk management.

Event description:
It was reported by the customer that during an appendectomy procedure, the device was fired but not staples were deployed. There were not staples present in the sterile field. The surgeon look at the wound area and no staples were free flowing. It appeared that the device ruffed up the appendix seal. However, there was no suture line. They used another device to complete the procedure. The patient is currently stable. The device remains with risk management.